Manufacturer narrative:
The report event of high impedance was confirmed. As received, the continuity testing showed some electrical open wires were found on the returned lead (b). The cause for the event remains unknown.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on the leads. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The date of event is estimated. E1- initial reported phone number: (B)(6).